Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the modular cable was assessed on the patient in clinic and the exterior appearance looked tattered, so it was planned to be exchanged. When the ventricular assist device (vad) coordinator had the new modular cable connected to the backup system controller and connected to power, they disconnected the original modular cable from the patient and connected the pump cable to the new modular cable and system controller. The pump was running for a few seconds before the driveline disconnected hazard alarm occurred. The pump initially started running then shortly stopped. They switched back to the original modular cable and system controller which cleared the alarm. The site felt that the brand new modular cable did not function correctly. The patient was admitted to the hospital status 3 for driveline infection. On (B)(6) 2924, an attempt was again made to change to a new modular cable and new system controller, however, the same issue happened. Log files were sent for review. Log files form the original system controller and modular cable captured a driveline disconnect on (B)(6) 2024 at 14:09:29 in an attempt to exchange the system controller and modular cable as reported. The driveline was reconnected to the system controller on (B)(6) 2024 at 14:10:30 and the pump returned to operating at the set speed. The equipment was operating as intended. Log files submitted for the new system controller and modular cable and showed the pump starting & stopping on (B)(6) 2024 between 14:16:27 and 14:15:30. Per technical services, the investigation of the returned modular cable discovered some corrosion on a few of the modular cable inline connector male pins, and suspected that there could also be corrosion on the pump side of the driveline, which was suspected to be the cause of the pump being unable to maintain the set speed. Per technical services, it was offered to clean the pump side driveline connector, and it was their understanding that the clinical team was possibly going to bump the patient up on the transplant list. It was not clear if any treatment was to be performed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed. Provided information stated that no log files were downloaded at the time of the event. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate 3 system controller was not reported with the event. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.